Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized and diagnosed with diabetic ketoacidosis (dka) after approximately 4-24 hours of pod wear on the abdomen. The patient described cognitive symptoms during the event, stating that he was ¿unable to comprehend my surroundings.¿ he further noted that cardiovascular testing was performed during hospitalization; no additional medical diagnosis besides dka was reported. In addition, the patient reported that the pod adhesive is difficult to remove from the skin. No further details regarding the length of hospitalization or treatment were reported. No further information is available.